Manufacturer narrative:
At the time of this report, mentor has received no information regarding an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no device history record (DHR) review could be performed. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) female had an unknown mentor gel implant placed on (B)(6) 2005. On (B)(6) 2018 rupture was diagnosed through mammography. A physician¿s examination confirmed rupture on (B)(6) 2018. At the time of this report, mentor has received no information regarding an explantation date, however, future explantation is indicated.

Manufacturer narrative:
Additional information was received on 6/6/2018. The procedure being performed was primary breast augmentation. The devices were replaced with gel implants on (B)(6) 2018. No accompanying symptoms were noted with the rupture. Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Manufacturer¿s reference number: (B)(4).